Event description:
A pt's wound opened up over the location of the intrathecal pump site, and the pump was noted to be exposed. The pt had felt a spontaneous drainage of fluid when she woke up and discovered the pump was exposed. The pump contained 400 mcg/ml fentanyl with a dose of 102.99 mcg/day; 172 mcg/ml baclofen with a dose of 44.29 mcg/day; and 19 mg/ml bupivacaine with a dose of 4.892 mg/day. The pt's outcome was not reported. Add'l info has been requested; a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).